Event description:
It was reported an inflatable penile prosthesis(ipp) cylinder was attempted and used due to a measurement error. No further issues reported.

Manufacturer narrative:
Measurement error reported. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Analysis and functional testing of the returned lgx snap fit device confirmed that cylinder 1 and cylinder 2 did not leak. Both input tube sleeves were removed. Review of the manufacturing records for batch 0179251008 confirmed that there was a total of 10 units started for this manufactured batch with no rework and 1 scrap for code 71 (over dremel/brusharks). This nonconformity would not affect the reported complaint reason. Review of the manufacturing records determined that all of the 9 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Additional information received that the second cylinder was used due to a physician error. There was no reported deficiency or malfunction noted on the device. The patient outcome was reported to be well. This event no longer meets criteria for a reportable event. Measurement error reported. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Analysis and functional testing of the returned lgx snap fit device confirmed that cylinder 1 and cylinder 2 did not leak. Both input tube sleeves were removed. Review of the manufacturing records for batch 0179251008 confirmed that there was a total of 10 units started for this manufactured batch with no rework and 1 scrap for code 71 (over dremel/brusharks). This nonconformity would not affect the reported complaint reason. Review of the manufacturing records determined that all of the 9 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported an inflatable penile prosthesis(ipp) cylinder was attempted and used due to a measurement error. No further issues reported.

Event description:
It was reported that a second inflatable penile prosthesis(ipp) cylinder was used due to a measurement error. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.